Manufacturer narrative:
The patient sample in question was submitted for investigation. An interfering factor to streptavidin was identified. This interference is documented in product labeling for the digoxin reagent.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable digoxin result for one patient sample. The initial result was 2.3 nmol/l. This did not match the fact that the patient had stopped taking digoxin on (B)(6) 2013. The laboratory sent the sample to another laboratory to be tested on a cobas c502 analyzer and the result was "not detected". Information was not provided to determine if any erroneous results was reported outside the laboratory or if the patient was adversely affected. The digoxin reagent lot number and expiration dates were not provided.

Manufacturer narrative:
Additional information was received. On (B)(4) 2013, the laboratory was contacted by the clinicians taking care of the patient. They wondered if something was wrong because the results were at toxic levels for digoxin even though the medication was ended four weeks earlier. All false high digoxin results were reported to the patient's doctor. The patient had electroconversion postponed several times due to the high digoxin results. The sample from (B)(6) 2013 was run twice at the "e602 laboratory" with results of 2.3 and 2.4 nmol/l. The sample was then sent to the "c502 laboratory" and the result from this lab was "not detected". Additional digoxin results for the patient: sample from (B)(6) 2013 = 2.80 nmol/l. Sample from (B)(6) 2013 = 2.79 nmol/l. The patient's rheumatoid factor was negative. The digoxin reagent lot number in use was 166776. The patient took the last dose of digoxin on (B)(6) 2013 (lanoxin 0.125 mg x 1). The diagnosis of the patient was atrial fibrillation and hypertension.